Manufacturer narrative:
(B)(4), complaint verification testing could not be performed as it was reported that the sample is not available for return. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number taken from the sales history data of the customer. No relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that: couldn't advance PICC through sheath dilator. Removed from patient, flushed, tried to insert outside out patient. Appears sheath dilator is the exact same size as PICC thus unable to thread. The reported defect was detected during use on patient. The patient condition was reported as "fine". No patient injury/consequence or medical intervention reported.

Event description:
It was reported that: couldn't advance PICC through sheath dilator. Removed from patient , flushed, tried to insert outside out patient. Appears sheath dilator is the exact same size as PICC thus unable to thread. The reported defect was detected during use on patient. The patient condition was reported as "fine". No patient injury/consequence or medical intervention reported.

Manufacturer narrative:
(B)(4).